Manufacturer narrative:
The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The reporter could not provide the results obtained from the subject meter. The patient manages his diabetes with an insulin pump. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "nauseous, headache, sleepy, lightheaded and dizziness" 1 hour after the alleged product issue began; however the reporter denied that the patient received any treatment.